Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer cleaned the insertion site area in preparation for application of the abbott diabetes care (adc) device with an alcohol wipe and gel ointment. The device did not apply and the customer indicated the filament of the adc device remained in the customer's skin. The customer had contact with a healthcare professional (hcp) who removed the filament and cleaned the insertion site area. There was no report of death or permanent impairment associated with this event.